Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular lead dislodged when the catheter was removed. The lead was not implanted. Also, when another lead was implanted in the right ventricular septum, the threshold value was unstable. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.